Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two devices were received for evaluation; one event was confirmed during testing. Evaluation found a substance near the blade mount and corrosion. The device was repaired and returned to the user facility. One event was not confirmed during testing. Evaluation found no active leaking or substance present and no component failures were observed. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was reportedly leaking. There was no patient involvement; no patient impact.